Manufacturer narrative:
Additional information was received that access was via the femoral artery. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast used is unknown but the contrast to saline ratio was 50:50. An everest inflation device was used. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. During percutaneous transluminal angioplasty (pta) of a shunt vessel a powerflex pro balloon catheter ruptured at 10 atmospheres (atm). There was no reported patient injury and another balloon was used to finish the procedure. The rate of stenosis was 90%. An approach was made with a sheath introducer. After the lesion was crossed by a guidewire, a powerflex pro was delivered to and inflated at the lesion. However, it ruptured before 10 atm during its initial dilation. It was removed from the patient and exchanged for another 10x20mm powerflex pro balloon catheter. The procedure was finished successfully. The physician commented that there was no damage with the package of the complaint product and with the complaint device prior to use. Access was via the femoral artery. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast used is unknown but the contrast to saline ratio was 50:50. An everest inflation device was used. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. The product was returned for analysis. One non-sterile unit of powerflex pro 10mmx4cm 80cm balloon catheter was returned. Per visual analysis it was noted that the balloon had been inflated and deflated. No other damages were noted in the device. A leak test was performed and the balloon was inflated and deflated and a leakage was noted at approximately 4.6 cm from the distal end. Per microscopic analysis a burst was found on the balloon. Sem analysis showed that the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface did not presented any evidence of damage. A device history record (DHR) review of lot 17081006 revealed no anomalies or non-conformances associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during sem analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Device was received for analysis which is pending and will be submitted within 30 days upon receipt.

Event description:
During pta of a shunt vessel a powerflex pro balloon catheter ruptured at 10 atm. Another balloon was used to finish the procedure and there was no reported patient injury. The rate of stenosis was 90%. Approach was made with a sheath introducer(6fr3cm medikit). After the lesion was crossed by a guidewire (radifocus, terumo), a powerflex pro was delivered and inflated at the lesion. However, it ruptured before 10 atm during its initial-dilation. It was removed from the patient and exchanged for another 10x20mm powerflex pro balloon. The procedure was finished successfully. The product was clinically used and it will be returned for analysis. The physician commented that there was no damage with the package of the complaint product and with the complaint device prior to use.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.